Event description:
During product service by a service technician, a flogard infusion pump was found to have a broken main display printed circuit board (pcb). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested, and an alarm log review was performed. During visual inspection the main display printed circuit board (pcb) was found to be broken. The cause of the condition was not determined. To correct the condition, the pcb was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.